Event description:
An outside law firm reported that a patient experienced ongoing complications associated with a vega knee implant. A revision surgery has not yet been scheduled. Additional information has been requested but not yet provided. This report is for the right knee. This report is filed under ais reference (B)(4).